Event description:
Patient's voice has been hoarse since implant surgery. Patient was seen by neurologist at which time stimulation was not initiated because physician wanted to wait to see if patient's voice would improve. Neurologist planned to refer patient to an ent if no improvement in voice was noted at next visit. 7 days later, the patient was seen by neurologist who reported that the patient's voice was improving, but that the patient was still hoarse. Stimulation was initiated and the patient was referred to an ent for evaluation. Neurosurgeon indicated that patient would be referred for laryngoscopy if patient continues to have hoarseness at next office vist. Investigation to date has been unable to determine wheter the patient has vocal cord paralysis.